Event description:
It was reported by service report that the bed brakes were spongy on both sides. The brakes could be engaged on either side but the brake pedal was spongy and had difficulty returning to the release position in the race track. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: brake crank assemblies.